Event description:
It was reported that the patient presented to the emergency room with loss of capture even at 7 v. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.